Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient requested assistance to use their equipment to make a therapy adjustment. The patient said before about 3 months ago it stopped helping.  They did an x-ray and found out the wires were fine then it started helping their symptoms again but then in the last 3 weeks their symptoms got worse again. The patient mentioned they were washing clothes every day because they were peeing down their leg and all over themselves. The patient was on program 5 at 8.6.  The agent reviewed therapy information and general programming guidance. The patient said in the last week they started with program 1 and increased till they felt a tingle in their groin, but the next day they peed all over themselves. The patient said after that they tried program 2, 3, 4, and 5, but each time they increased the amplitude to the max number and still didn't feel a tingle. The patient said they had not had any falls or traumas, the only other medical procedure was an operation on their finger. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient had an appointment with healthcare provider on Wednesday to check to see if patient had a UTI and they expected there would be a manufacturer representative (rep) there. The patient stated the last time they had the rep there, the rep was training and they weren't very helpful that day, and they were told there were no more programs. The patient would call back if they needed further assistance. Additional information was received from the patient. The patient called back and said that last night they noticed that therapy turned itself off. The patient said they got their handset and it said therapy session had ended. The agent attempted to explain the meaning of the message however the patient wasn't accepting the information. The patient said they met with someone from the manufacturer on Wednesday and they added two custom programs and the patient had been using one of them however said they hadn't noticed any improvement. The agent reviewed therapy information however the patient didn't understand why it wasn't helping, didn't believe it was running properly. The agent redirected the patient to their managing physician for further diagnostic training and the patient said that the manufacturer person did run diagnostics. An email was sent to the field team notifying them of the patient's situation and requested a call back to the patient and coordinate with the clinic for further diagnostics as needed. The rep replied that the healthcare provider (HCP) was not in (b)(6) anymore. He had been practicing in (b)(6) for many years now.

Manufacturer narrative:
B3.Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.